Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that prior to an unrelated procedure, noise resulting in oversensing was noted on the right atrial (ra) lead. The ra lead was capped and replaced during the unrelated procedure to resolve the event. The patient was in stable condition.